Manufacturer narrative:
(B)(6) 2020 - event date was incorrect on original report, it should be (B)(6) 2020. Additionally, lead pulled back and microdislodged due to twiddlers syndrome. Re-positioned on 13-aug and re-positioned again on 14-aug. Lead currently implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Low rv sensing and high ventricular capture. Lead was repositioned. No adverse patient events were reported. Should additional information become available, this file will be updated.